Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. The customer had symptoms such as headache and nausea and treated with a shot. Troubleshooting was performed. The drive support cap appeared normal. The customer reported small bubbles in the tubing. The customer declined to troubleshoot for pump settings. The product was not returned for analysis.